Manufacturer narrative:
The investigation into the controller error/placement issue has been completed. The impella automated controller was not received from the customer and therefore, an evaluation of the device was not possible. The data analysis of the logs confirmed the reported failure. On the day of the complaint, the console issued a controller error (opm communication crc error- event set #1045). Real time logs revealed a transient loss of valid optical data. The console (ic7982) was tested thoroughly by the field service team, and the failure was not reproduced. This known pattern failure, which is characterized by a temporary loss of optical data and triggering of a controller error alarm, has a low probability of recurrence. The cause of the transient loss of optical data was unable to be determined because the issue was unable to be reproduced. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) generated a control device error alarm. It was reported that the alarm disappeared when plugged in and unplugged was performed. During the alarm appearance, the waveform display of the aortic position waveform and left ventricle position waveform disappeared. There was no problem with the operating condition of the pump, the alarm appeared 4 times in approximately 24 hours. The clinician recommended the replacement of the control device, but at the discretion of the doctor, it was decided to keep watching without replacing the console, a backup was prepared in case it was needed, which it was note. The patient remained on impella support and was successfully weaned.